Manufacturer narrative:
Common device name = insulin cartridge. Serial # is incorrect. Lot # is unknown. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging there was air in the cartridge on about the third day after her infusion set was changed. She stated she had an appointment with a doctor and wanted to call back later. She denied any injury. During troubleshooting, the user said she was inspecting the cartridge and removing air. She cycled the plunger as instructed, pressurized the insulin vial correctly, and filled with room temperature insulin.